Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose and the reading was 240 mg/dl. The customer had ketones and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The mother stated that the tubing line was bent and it was leaking at the reservoir connection, but she didn't know if it was already like that or not. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.